Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred during drain two of four on the homechoice (hc). The home patient (hp) was connected at the time of the alarm. The hp indicated during troubleshooting that they had disconnected previously and did not press stop. No patient injury or medical intervention was reported as a result of this event. No additional information is available.